Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer's blood glucose (bg) was elevated (value not provided) and an insulin injection was administered to treat bg. Contact declined to provide further information and declined tandem technical support's offer to perform a pump system check.